Event description:
It was observed that during the device evaluation, the device exhibited play in the coupler unit; the scope was detached from the coupler and the image on the monitor was cropped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to the play of coupler unit, image on the monitor was cropped and due to coupler unit failure, scope was detached from the coupler. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.